Event description:
It was reported to medtronic neurosurgery that the valve was overdraining. According to the report, the valve was explanted and a new one was implanted. The report stated that the patient was doing well.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for siphon, reflux or leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The valve met the specifications for pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).